Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There were no issues noted during preparation of the steerable guide catheter (sgc); however, after the sgc was advanced in the patient, a leak was observed where the stopcock attaches to the sgc valve. The stopcock was exchanged for another one; however, the leak was seen to be coming from a small crack in the sgc valve. The sgc was replaced with a new one and the procedure continued. 3 clips were implanted with a final mr grade of 2+. The patient was stable post procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the crack around the luer area of the hemostasis valve; however, a definitive cause for the crack could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.